Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Death serious ae · undetermined as related to procedure · undetermined as related to device · undetermined as related to preexisting condition. Additional information received on july 21, 2025: we don't have specific information about the cause of death or adverse event because the participant was treated and passed away in another hospital (I'm not even sure which hospital because there isn't any information on records either)." Patient outcome: "death serious ae unanticipated ae · undetermined as related to procedure. · undetermined as related to device. · undetermined as related to preexisting condition".

Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro (m4) thoracic stent-graft system (28-m4-32-155-32s) with final assembly lot# b220630157, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2022. There were no nonconformances or reworks in relation to the device. Review of the device history records showed no issues were found during the manufacture of the devices. The pre-case plan imaging was provided for evaluation. Review of the pre-case plan CT dated (B)(6) 2023 confirmed the correct sizing and graft selection for the treatment of a thoracic aneurysm. The patient underwent a tevar procedure on (B)(6) 2023 to treat a thoracic aneurysm of 72.7mm in diameter with a relay pro device (28-m4-32-155-32s). Review of the pre-case plan sizing assessment shows that graft selection was the appropriate as per graft selection guidelines; for an aorta diameter of 29.1mm, a 32.0mm is recommended. No issues were reported during device navigation and deployment; however, the patient's death was reported post procedure on (B)(6) 2025. An update received on 0(B)(6) 2025 from (B)(6), clinical study manager, stated that "no autopsy was performed in-patient hospitalization or prolongation of existing hospitalization. We don't have specific information about the cause of death or adverse event because the participant was treated and passed away in another hospital; no information on which hospital because there isn't any information on records." In conclusion, a review of the device history records showed no issues with the manufacture of the device. The root cause of the reported failure of other adverse event post-procedure resulting in death could not be determined due to lack of information from the hospital's records.